Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e101 error could not be identified. However, it¿s likely the cause is related to dust in the ventilation hole of the fan. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer, after the problem was found. In speaking with olympus tac, the customer reported the xenon light source had an e101 overheating error. Details of troubleshooting included cleaning dust obstruction from the device¿s grille and fans interior cooling air passages and running regular functional tests. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that as part of a rental repair, the evis exera iii xenon light source had an e101 overheating error. The issue was found during preparation for use. There were no reports of patient harm.